Manufacturer narrative:
(B)(4): high test results. The cause of the architect c-peptide falsely elevated quality controls and patient results was due to a new antibody lot used in the manufacturing of the c-peptide microparticle and/or conjugate reagents. Abbott issued a product recall letter to all customers with instructions to discard and destroy any remaining inventory of the affected lots.

Event description:
The customer observed a falsely elevated architect c-peptide patient result when reagent lot 00110l000 was in use. The customer was performing a correlation between the lumipulse f method and the architect c-peptide assay and observed the discrepant result for a type 1 diabetic patient sample. Another sample from the same patient was tested and a repeat elevated result was generated even after centrifugation of the sample. The customer also tested aliquot samples from the same patient which were collected before and after a meal. The customer also observed poor dilution linearity with the suspect sample, therefore, the customer decided there was a high possibility of non specific reaction of the diabetic patient sample with the architect c-peptide assay. There was no impact to patient management.